Event description:
A report was received stating "during neurosurgery, part of the item broke in patient's bone. Piece of item was put off with difficulty." On follow-up it was noted that this broken piece was removed. A new tool was obtained and the procedure was completed.

Manufacturer narrative:
Report confirmed based on event. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and no deviations were noted. On follow-up it was confirmed that the broken portion was easily retrieved. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.